Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4).. Review of the most recent repair record determined the comb was damaged. The device was producing an incomplete mesh on the sides of the graft; the comb and gears were damaged. The comb and gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Medwatch for associated cutters: 0001526350-2023-00303, 0001526350-2023-00304.

Event description:
Additional information regarding the event is not available.

Event description:
It was reported that during unknown timing, that there was an incomplete mesh on the side with the gear. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.